Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) that after fixating and releasing the ralp, it became dislodged. The ralp was retrieved, removed, and the procedure concluded without a replacement. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of dislodgement during implant post tether mode could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.